Event description:
A customer obtained lower than expected results for progesterone on two (2) patients' samples. A) the results were reported out of the lab. B) one patient was treated with progesterone and subsequent testing still resulted low. C) the second patient's sample was tested on an alternate method and recovered higher results that fit the patient's clinical picture.

Manufacturer narrative:
Sample collection and system performance information was not supplied.service was not dispatched for this event.a malfunction will be assumed for the purpose of this report.